Event description:
A 3.0mm diameter x 15mm length ave gex stent was inserted into a tortuous circumflex artery after predilation with a 2.5mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion due to the inability to cross an acute bond located proximal to the target lesion. Therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from stent delivery system at the proximal acute bend in the artery. Stent retrieval from the coronary artery was unsuccessful, and thrombus began to develop in the artery. The activated clotting time at this time was 102 seconds. Subsequently, the pt remained stable and was sent to coronary bypass surgery. The surgery was successful, and there was no additional clinical sequelae reported relative to the event.